Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the consumer alleged when they unplugged the charger from the charger they got shocked.